Event description:
Nimbus 3 mattress reported as faulty and deflated in torso section, but pump unit not alarming. Rental tech attended ICU unit and swapped out the faulty pump. The new pump installed (B)(4), inflated the mattress torso section and mattress continued to work properly after this. 'Pump only' was removed from site. Please refer MFR report # 1000381138-2013-00003.